Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer issue was not duplicated. The pump manages to empty the system of air perfectly fine. Visual test was performed. Display glass and dso (downstream occlusion) seal will be replaced. Resolution of the reported issue was not confirmed by the technician and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair. Customer will receive a cost estimate. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not manage to empty the system of air. There was no patient involvement, and no patient harm/adverse event reported.